Event description:
Resident had completed her bath, she was sitting in the whirlpool chair in the high position with the strap fastened around her. The strap popped and the resident hit the floor. Outcome of fall - resident sustained a laceration of the forehead and possible fractures of both knees which were unable to be determined due to the resident's contractures.